Manufacturer narrative:
The reason for this revision surgery was a result of the surgeon not being able to reduce the joint post operation. The in-vivo service duration for this product was less than a day. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) part (part number: 508-36-101) reworked due to scratches. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 869c1232. The root cause or other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the surgeon could not reduce the cemented implant so he changed the glenosphere.